Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Na.

Event description:
The customer stated that the display of the coaguchek xs meter serial number (B)(4) was not clear. The customer performed a display check of the meter. The customer could only see "00.0" instead of "88.8" in the result field of the display. No adverse events were alleged to have occurred. The customer's product was requested for investigation.